Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.</p>

Event description:
It was reported that during a meniscus repair, four (4) fast-fix 360 devices could not deploy the t2 implant. The t1 implants stayed fixed in the joint/capsule. The procedure was completed with a surgical delay of less than 30 minutes using a truespan (mitek) and fiberstitch 15 (arthrex). No further complications were reported.